Event description:
It was reported that during a rolling procedure, patient slipped off the table despite the straps and support in place. Event occurred during laparoscopy. No injury was reported in relation to this event. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
Inspection of the device is pending and results will be provided by a final report.

Manufacturer narrative:
The investigation into the reported incident of patient slipping off the table despite the straps and support in place found that the issue was not caused by or contributed to by a baxter medical systems product. A third-party arm holder was used incorrectly by the customer which contributed to the reported event. The root caused was traced to a user error. Based on this, no further actions are necessary.

Event description:
It was reported that during a rolling procedure, patient slipped off the table despite the straps and support in place. Event occurred during laparoscopy. No injury was reported in relation to this event. This report was filed in our complaint handling system as complaint # (B)(4).